Event description:
The customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. Blood glucose levels were normal at 100 when the customer went to bed and in the morning they were over 300. The customer treated high blood glucose levels with a bolus through the pump. The cannula was not bent, troubleshooting was performed, pump is functioning as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.